Event description:
It was reported that high impedance was observed on the patient's vns during a clinic visit. The patient was seen three months prior to the visit and impedance was within normal limits at the time. No obvious trauma was known to have occurred. It was stated that the patient was doing well and was not in any discomfort. The physician planned on ordering x-rays and referred the patient for vns replacement surgery. X-rays have not been reviewed by the manufacturer to date. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Lead explanted and replaced at hershey medical center and the high impedance resolved. The device has not been received to date. No other relevant information has been received to date.